Event description:
It was reported to philips that image did not appear on the monitor after the startup sequence. No harm was reported to philips. Philips has started an investigation of this complaint.